Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, it was noted that the pacemaker was unable to be interrogated. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.